Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney via limited medical records: (B)(6) 2013 - the patient underwent a laparoscopic sacral colpopexy with implant of a bard/davol flat mesh due to findings of a stage iii pelvic organ prolapse at the leading edge of the cervix, endometric lesions noted at the vaginal cuff and posterior cul-de-sac. Cystoscopy performed and revealed no masses or lesions within the bladder. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.